Event description:
A user facility reported when the lma was placed in the pt, the crna noticed a leak. Upon examination, a small hole was located in the airway tube. The crna placed a piece of tape over it and the lma was left in place for the duration of the procedure. There was no report of any pt injury or problems. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. The user facility has been requested to return the device to the MFR for evaluation.